Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The patient experienced impella access complications noted as bleeding and oozing at the right groin insertion site. The physician tightened the perclose and re-sutured the site in the catheter lab. Packed red blood cells (prbc's) and platelets were required for the bleeding and oozing, despite activated clotting time of 363. Manual pressure was held. On day 2 of support, it was noted that the patient required an additional three units of prbc's due to groin ooziness overnight. The site was re-sutured again, reducing the ooziness. While the complication was not successfully managed, it did not lead to pump removal. The patient is stable post event.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Major bleed: the cause of the injury is most likely use related since the physician tightened the perclose and re-sutured the site and the ooziness subsided. Device history review: the device passed all the post sterile inspection checks.